Event description:
Healthcare professional reported right side (I,ii) the two submitted biopsies were negative for tumor cells. No evidence of atypical lymphocytic proliferation¿ and ¿severe capsule fibrosis with foreign matter situated in the capsule, and reactive changes observed. Device has been explanted.

Event description:
Healthcare professional reported right side "discreet fluid border around the implant on the right side". Healthcare professional reported right side (I,ii) the two submitted biopsies were negative for tumor cells. No evidence of atypical lymphocytic proliferation¿ and ¿severe capsule fibrosis with foreign matter situated in the capsule, and reactive changes observed. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe as it is a medical event not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ creases were observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side "discreet fluid border around the implant on the right side". Device remains implanted.